Event description:
While priming a new insulin cartridge, insulin did not come through the infusion set tubing. When pt removed the cartridge and the adapater, from the device, pt discovered that insulin had leaked inside of the device's cartridge compartment. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.